Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked "due to tube damage during drug injection into the infuser after priming". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to f10/h6: device codes; add additional codes. H4: the device was manufactured from december 2, 2019 - december 3, 2019. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found a pinched mark located on a segment of the tubing line. When the unit was leak tested, a leak was observed at the pinched mark area on the tubing line. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.